Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.

Event description:
It was reported that during the implant procedure, the suture breached the suture sleeve. The right ventricular was replaced.